Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that a patient underwent a cesarean section and suture was used. On (B)(6) 2013, the patient developed a reaction of oozing from the incision. The physician opened a small portion of the wound and packed it with packing gauze. Additional information was requested.